Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a cutting failure of the probe occurred during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of a probe cutting failure. A review of the device history record traceable to the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was dissembled and the components inspected. There is approximately ten minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. Wear marks were found at bend area and gouge marks were found at the cutting edge and sections down the front of the inner cutter. The probe was re-tested for actuation and was deemed conforming. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe would not actuate. The evaluation does confirm the probe performance for cutting was nonconforming. The root cause for the actuation nonconformance cannot be determined from this evaluation. The most likely cause for the poor probe performance is from a damaged inner cutting edge or an incorrect cutter bend angle that prevents the movement of the cutter to open in the port. Foreign material or other components within the probe may also prevent the movement of the cutter shaft. An investigation has been completed and action implemented to reduce the frequency of probe complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).